Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on 10jun2024, the device was repaired on the customer site. The problem was cooling malfunction. Defective parts were chiller pump and chiller assembly. They replaced these parts. The issue was resolved. They replaced chiller pump and chiller assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The reported issue was confirmed as it was noted that the unit was unable to cool. The mixing pump was checked and it was functional. The chiller assembly was noted to be defective. The chiller assembly was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on (B)(6) 2024, the device was repaired on the customer site. The problem was cooling malfunction. Defective parts were chiller pump and chiller assembly. They replaced these parts. The issue was resolved. They replaced chiller pump and chiller assembly.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on (B)(6) 2024, the device was repaired on the customer site. The problem was cooling malfunction. Defective parts were chiller pump and chiller assembly. They replaced these parts. The issue was resolved. They replaced chiller pump and chiller assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The reported issue was confirmed as it was noted that the unit was unable to cool. The mixing pump was checked and it was functional. The chiller assembly was noted to be defective. The chiller assembly was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.